Manufacturer narrative:
The device was requested/is expected for evaluation but has not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury.

Event description:
It was reported during a rotator cuff repair the needle tip broke off while trying to pass. The doctor located the tip with an x-ray but could not retrieve it. To complete the case the doctor used a non-arthrex product. The case was completed with no further issues.